Event description:
The pt reported that the keypad was worn and material was observed to be loose. The buttons were hard to press and required multiple presses on keypad to elicit a response. The reporter denies peeling keypad or exposure to water and cleaning solvents. Additionally, holes may be developing where the buttons are.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.